Event description:
It was reported that a patient presented with vestibular swelling and moderate paresthesia in the mandible three days following placement of gt obturators. The patient was administered antibiotics and has since regained full feeling.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.